Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels in the 40 mg/dl range after administering correction bolus insulin using the pump. Reportedly, the customer's body "does not respond well to corrections". Bg was treated by consuming glucose.